Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. X-rays have been received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a biolox option, head, m, 40/0, taper 12/14 on the right side on (B)(6) 2016. The patient underwent a revision surgery on (B)(6) 2016 due to dislocation.

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient was revised due to dislocation of the biolox head after 14 days in vivo time. The biolox head was reported to be combined with biomet liner. Review of received data: x-rays dating back to the time before the implantation surgery of the biolox head were received. Since they do not present any helpful information regarding the condition of the device in this complaint, those x-rays are not reviewed. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis using dfmea: dislocation (short-term manifestation of harm) due to user error - joint laxity. => possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options. => possible: no information about the joint laxity of the patient is available, therefore cannot be excluded. Dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset. => possible: the product was not received for the investigation, therefore cannot be excluded. Conclusion summary: no x-ray showing the condition of thr after the implantation is available for the investigation. No surgical report is available either. Product labels of the other components of the thr is missing, which may hint to any not allowed combination of devices. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Surgical reports have been received and reviewed: - implantation surgery report dated (B)(6) 2016: preoperative diagnosis: periprosthetic fracture, right thr. Displaced fracture, right greater trochanter. Findings: a displaced greater trochanter fracture was identified. Components were noted to be well positioned. 40mm x +3.5mm biolox delta head was replaced by 40mm x 0mm biolox delta head. No chronic infection identified. The greater trochanter fracture fixated by grip with two cables. Revision surgery report dated (B)(6) 2016: preoperative diagnosis: dislocation right tha and failure of internal fixation right greater trochanter. Findings: no evidence of infection. Internal fixation of the trochanteric fracture was noted to have displaced and was loose. Other components were noted to be well positioned in spite of the dislocation. The previously placed 40mm head was dissociated from morse taper. Acetabular liner was dissociated. 46mm ID dual mobility bearing placed into the acetabular component. 28mm x0 head was selected with a vitamin e dual mobility bearing.hip was reduced. Leg lengths were equal. Trochanteric fixation was achieved by using a stryker trochanteric hook and plate. Conclusion summary according to the reported event, the patient underwent revision surgery due to dislocation of the hip after 14 days in-vivo time. Biolox option head and acetabular liner were revised. No x-rays belonging to the time interval of the complaint were available for review. Revision surgery report review indicated that the previous internal fixation of the trochanteric fracture was noted to have displaced and was loose. Therefore, the most possible reason of the dislocation event is the loosening of the fixation. Other possible reasons include not balanced tissue tension, wrong head offset determination, leg length discrepancy and wrong positioning of the components. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The case was reopened as additional information was received and is included in this report. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was now reported that the patient is pursuing a legal claim.